Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval. Note: in-stent restenosis pts are listed as a special pt population (ie., the safety and effectiveness of the jetstream g2 system has not been established in this group of pts) in the IFU.

Event description:
Two jetstream g2 catheters were used to treat a completely occluded viabahn graft in the sfa and stenosed distal popliteal artery. Another MFR's commercially available guidewire was placed to the treatment location per the jetstream g2 IFU. The first g2 device was advanced over the guidewire to approx 10cm down the sfa artery when the physician felt like the device was not advancing smoothly and the rpms were dropping. He then noticed the tip of the guidewire, about 3 to 4 cm, was detached from the rest of the guidewire. The piece of guidewire was retrieved with a snare. Reference medwatch report, MFR report # 3003603429-2009-00040, for the second jetstream g2 device used.